Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Information was provided that the company toric (2.25cyl), 16.5 diopter lens was exchanged for a company toric (3.00cyl), 14.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing manager reported that following an intraocular lens (iol) implant procedure, the lens explanted due to incorrect lens power. The lens was explanted in a secondary procedure after approximately one month of initial implantation. It was reported that a 16.5 diopter lens was exchanged for a 14.5 diopter same model lens. There were no vitrectomy or suture of lens was needed, or no incision enlargement needed. It was reported that suture of incision needed and capsule bag intact.  Additional information has been requested.